Event description:
I was given a product that is toxic. The canula I was provided by the company byram smells like burnt plastic and was unusable. To say it's toxic is an understatement. I ran alcohol through the tubing and it made no difference to the smell. Byram.